Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that x-rays were taken and it was noted that one lead had migrated caudal 2 vertebral bodies. The rep programmed other lead and told the clinic of migration; opted to have patient evaluate hd programming results for relief. Patient may have moved in fashion to cause the migration. It was reported the patient has been seen 4 times and reprogrammed since original meeting. Patient was reprogrammed again today and was told to evaluate results after evaluating each of 3 new groups over next 2 weeks. Patient requested removal. Unknown if surgery is planned. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that cause was not determined and the lead migration occurred between procedure and post-op visit. It was reported that there was multiple reprogramming and professional staff was updated. Issue has not been resolved, revision has been suggested however not confirmed.